Event description:
It was reported that the patient presented with chest pain. Echocardiography revealed a pericardial effusion resulting from the implant procedure of the patient's leadless pacemaker (lp) system. Microdislodgement of the atrial lp was noted. The lps were explanted and replaced with a transvenous pacing system. The patient was recovering.

Event description:
It was reported that the patient presented with chest pain. Echocardiography revealed a pericardial effusion one month following the implant of the patient's leadless pacemaker (lp) system. The effusion was identified to originate in the atrium and microdislodgement of the atrial lp was noted. No additional intervention was needed to address the effusion. The lp system was explanted and replaced with a transvenous pacing system at request of the patient. The patient was doing well.